Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient was at a store and stated that their android g5 application did not give an audible alert and led them to faint at approximately 4:30pm. The patient was outside the driver side door of their vehicle when they became dehydrated and had a hypoglycemic event. An employee asked them if they were all right and placed the patient's keys on the passenger seat and left. The patient stated that they blacked out and was woken up at approximately 10:30pm by a security guard. The security guard called the fire department ambulance. The ambulance arrived approximately 8 minutes later. When the ambulance arrived, the patient was assisted by 2 emergency medical technicians. The emt tested the patient's vitals and conducted a blood glucose (bg) test. The bg reading was 35mg/dl. They patient's low was treated with glutose 15 oral glucose gel (37.5g per tube). The patient was given 2 tubes. The emt's called the patient's wife to pick the patient up and waited with the patient until they were stabilized at approximately 12:00am. The patient was not taken to the hospital. At the time of contact, the patient was in stable condition. No additional event or patient information is available.